Manufacturer narrative:
The returned instruments, intended for use in treatment, were returned as MDR's for evaluation. There was no relationship found between the devices and the reported incident. Visual inspection of the returned opus speedscrew implant shows three deployed devices with not detached implants. The instruments were returned with the function switch set to the green position. No manufacturing abnormalities were identified. During functional evaluation an attempt was made to test the basic functions of this instruments. Turning the activation knob clockwise could detach the implants. The evaluation the function switch was set to the green positions and are moveable as intended. The broken sutures are visible in the wheels. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the devices which could have contribute to the complaint event includes: (1) there may have been misalignment of the devices when inserting (2) applying excessive torque could cause reduced functionality (3) improper suture loading are outlined in the precautionary states in the instruction for use provided with the devices associated with set-up and use of the instruments. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during the procedure, the suture tension of the anchor did not work. No significant delay or patient injuries. The procedure was completed with the competitor device.